Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve, the commander delivery system balloon ruptured upon full volume being given from the atrion device during valve deployment prior to deflation. A post-dilation was performed with a 23 mm non-edwards balloon. Subsequently, additional information was provided revealing the patient was stable with no noted injury post procedure. It was believed that the event was due to sinotubular junction (stj) calcium.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the device evaluation and investigation. The following sections of this report have been corrected/updated: d9 (device availability), h3 (device evaluated by manufacturer), h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual evaluation of the returned device revealed the balloon burst longitudinally and radially. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. There was also imagery provided for evaluation. A review of the imagery revealed there was calcification present in the patient's landing zone. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the delivery system balloon burst was confirmed based on evaluation of the returned device. The available information suggests that patient factors (calcification) likely contributed to the event as the provided imagery revealed the presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.